Manufacturer narrative:
No info available at this time. Info will be provided as it is received.

Event description:
It was reported that the 9800 system has intermittent system lock ups. Customer is still using for cases. There was no report of patient injury.